Event description:
Patient was in clinic today for an image guided fusion prostate biopsy. Patient was postioned on the table and the biopsy process was started. After 5 samples, the biopsy gun stopped firing and collecting samples. Gun was disposed of in sharps bin to be sent back to facility and new gun was utilized to complete the procedure. Coordinated return of the device with bard. Manufacturer response for biopsy device, max core biopsy gun (per site reporter). Coordinating a meeting with bard leadership due to a total of 33 events as of today with their product misfiring. Have sent all available samples to bard to investigate.